Manufacturer narrative:
Unit passed the functional test, including the displacement test, rewind, basic occlusion test, occlusion test, prime/compromised force sensor system test, excessive no delivery test and delivery accuracy test test at 0.08745 inches. The stop (idle) current and run current measurement tests are within specification. Unit also passed self test, off no power alarm test and unexpected restart error test. Unit had minor/deep scratched display window. Drive support disk was inspected and no anomaly was noted.

Event description:
The customer reported via phone call that they were hospitalized on (B)(6) 2018 on 14:26:09 pm due to a high blood glucose level of 500 mg/dl, the customer's blood glucose level 200 mg/dl. The customer feeling symptoms nausea and customer was wearing the insulin pump at the time of admission. The drive support cap is protruded. The customer treated for high blood glucose was shot and syringe. Customer declined troubleshooting for high blood glucose. The devices was replaced or returned for analysis.